Event description:
Thirty mins prior to end of dialysis, pt experienced chest pain, abd pain and hypotension. His dialyzer clotted and he was taken off machine and sent to emergency dept. Lab work showed pt had hemolysis. Pt was placed in ICU and monitored for several days as an inpatient, then discharged. Machine on premises. All equipment has been tested by the MFR and found to be free from defect. All staff has been recertified and were functioning according to policy and procedure.